Event description:
The customer reported that the pilot balloon deflated during pt use. The tube had to be replaced.

Manufacturer narrative:
The sample is expected to be returned, but has not yet been received at the mfg plant for investigation. If the sample is received, and significant info is identified during the investigation, a summary of the investigation results will be provided in a supplemental report.